Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed with MRI and pain. Patient later reported "pain in my back, chest, and throat". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and pain was received on june 24, 2025, lot number 3450672. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture confirmed with MRI and pain. Patient later reported "pain in my back, chest, and throat". Device has been explanted.